Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice device was returned to the baxter (B)(4) facility for evaluation upon discontinuation of customer use. The device failed the rite functional test due to failure of therapy monitored volume failed performance spec. The rite electrical test passed with no issues. Fill1: 828.6ml; drain1: 828.5ml; fill2: 825.5ml; drain2: 825.3ml; above rite limits of 774ml-821ml. Volumetric accuracy testing was performed and failed. The assignable cause of rite failure and accuracy confirmation was undetermined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a therapy monitored volume failed performance specifications. Fill 1, 828.6ml. Drain 1, 828.5ml. Fill 2, 825.5ml. Drain 2, 825.3ml.